Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 10 years post valve-in-valve procedure with a 26 mm non-edwards valve inside a surgical valve in the aortic position, the patient underwent a valve-in-valve-in-valve procedure with a 23 mm sapien 3 ultra resilia valve. A decision was made to not post-dilate/fracture the surgical valve immediately followingly implantation of the 23 mm sapien 3 ultra resilia valve due to the patient's hemodynamics/instability. There was no allegation of an edwards device deficiency or device malfunction causing or contributing to the patient's hemodynamics/instability. Subsequently, the patient's post gradient was noted to be in the mid-teens (between 10 mmhg and 20 mmhg) which prompted the decision to perform a post-dilation of the 23 mm sapien 3 ultra resilia valve. Approximately 18 days post valve-in-valve-in-valve procedure, the patient was brought back and a decision was made to fracture the surgical valve with a 23 mm non-edwards balloon. Prior to fracturing the surgical valve, the invasive gradient was noted to be 52 mmhg. After the surgical valve was fractured, the invasive post gradient was 17 mmhg and via echocardiogram, the post gradient was 19 mmhg.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for increased gradients that required an intervention has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the device history record (DHR) and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 18 days post valve-in-valve-in-valve procedure, the patient was brought back and a decision was made to fracture the surgical valve with a 23 mm non-edwards balloon. Prior to fracturing the surgical valve, the invasive gradient was noted to be 52 mmhg. After the surgical valve was fractured, the invasive post gradient was 17 mmhg and via echocardiogram, the post gradient was 19 mmhg." In this case, the pre-existing valve was post-dilated 18 days post valve-in-valve-in-valve procedure which can indicate that the pre-existing valve was under expanded and restricting the area where the sapien 3 ultra resilia transcatheter heart valve (thv) was implanted. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would be obstructed, which can contribute to increased gradients. As such, the available information suggests that procedural factors (under expanded thv) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.